Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that all purpose catheters diameter was not as big as discontinued bar0094140, which leads to double down and folded upon inserting them. It was noted that the patient had been using the product for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that all purpose catheters caused the patient double down and fold up upon inserting them as the diameter was not big and discontinued. It was noted that the patient had been using the product for more than 90 days.